Event description:
It was reported that dr (B)(6) uses a custom screwdriver to insert xia ii screws. The "button" is not locking in the cap of the outer sleeve when a screw is engaged on the shaft. This poses a problem when inserting the screw into the pedicle, as the screw then wobbles on the shaft.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.